Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir compartment of the insulin pump as damaged. The customer's blood glucose was 5.6 mmol/l at the time of incident. There was a crack at the battery compartment of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.